Event description:
The user reported that two m300s were registered on a patient, and that the transmitter assignments were reversed on the ics. It was reported on (B)(6) 2024 that the assignments were correct, and that the next day on (B)(6) 2024 they were reportedly swapped. No adverse patient impact or death reported.

Manufacturer narrative:
It was reported that the transmitter assignment for beds t10 and t11 were found to be assigned to the same patient on the infinity central station (ics). There was no patient injury reported. Tech-line monitoring support (used by draeger) reported there was an error found with the ics database. The ics was reinitialized to clear the problem. After the two telemetry devices were discharged, two test patients were used by engineering to assign them to bed locations t10 and t11 on the ics. They were found to be giving the proper device ID which resolved the reported issue. The root cause into the reported telemetry assignments was found to be caused by an ics database error. No additional information regarding the database error was provided for this investigation. The ics logs and additional information necessary for engineers to investigate the issue further were requested several times but they were not provided. Therefore, an investigation into the reported issue and actions taken to clear the ics database were unable to be defined and confirmed. The telemetry logs provided were reviewed but they did not aid in the bed assignments to the ics. The ics logs are required to determine the bed assignments on the central station.

Event description:
The user reported that two m300s were registered on a patient, and that the transmitter assignments were reversed on the ics. It was reported on (B)(6)2024 that the assignments were correct, and that the next day on (B)(6)2024 they were reportedly swapped. No adverse patient impact or death reported.

Manufacturer narrative:
Support from draeger headquarters performed an initial log review and recommended to reset the ics database. The field service engineer (fse) reset the database which resolved the reported issue. There has not been a recurrence of the issue since the database was reset. Engineering confirmed the reported issue was resolved by discharging the two telemetry devices. They were then assigned to bed locations t10 and t11 on the ics and were found to be giving the proper device ID. Draeger engineering analyzed the logs provided. Based on their findings the m300s were confirmed to have been admitted with reversed ip addresses by a user at the customer's site. The reversed ip condition started on july 5th by the user admitting telemetry transmitter t10 with ip address 191.2.2.11 and the transmitter t11 with ip address 191.2.2.10. The proper assignment of the telemetry devices should have been bed t10 with m300 ip address 191.2.2.10 and bed t11 with m300 ip address 191.2.2.11. The logs do not indicate further activity for t11 after july 5th at 11:55. The logs do not support that on 08jul24 the bed assignment was still ok. The root cause of the reversed telemetry assignments was found to be caused by a user that admitted beds t10 & t11 to the wrong ip addresses. The issue was resolved by resetting the ics database. There have been no additional errors or problems reported from this customer.

Event description:
The user reported that two m300s were registered on a patient, and that the transmitter assignments were reversed on the ics. It was reported on (B)(6) 2024 that the assignments were correct, and that the next day on (B)(6) 2024 they were reportedly swapped. No adverse patient impact or death reported.